Event description:
It was reported that during a renal transplant procedure, when the stapler was fired the cartridge only deployed one line of staples and there were no staples at the other side of the cut line, therefore the vena cava started bleeding a lot. The case was converted from laparoscopic to open. The vena cava was repaired with suture. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.